Event description:
The patient reported they took out their mesh because it was corroded, and a sling was put in. After this surgery, the patient experienced discharge and bleeding from their vagina. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).